Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, in liquid, with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. D4: primary unique device identifier (UDI)#: (B)(4) "UDI related data quality updates only." Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -8.0/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to refractive surprise. In a second surgery on (B)(6) 2024 a with a same size , different power (sphere/cylinder/axis) lens was implanted. The problem was resolved. Cause of the event is reported as unknown.